Event description:
Review of information indicates right ventricular oversensing noted. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): proximal conductor fractured, the distal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing had cosmetic environmental stress cracking, and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.